Manufacturer narrative:
(B)(4). This report of a se2240 alarm was not confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
This is an international report of a patient that received a system error 2240 on his homechoice (hc) unit during dwell 6/6. The patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the caller. Tsr (technical service representative) had the hp (home patient) close all clamps and transfer set, cycled power off and on to se 2367, cycled power off and on to press go to start prompt. Tsr explained the alarms and hp stated he did not disconnect, there were no wet lines or leaking bags. Patient was still connected. Spare lines clamps were closed. Tsr explained to discard all supplies and to report alarms to peritoneal dialysis nurse next morning. Hp to finish that night's therapy manually. Hc operational. The machine was used with an unknown pd set (product code unknown, lot unknown) and pd bags (product code unknown, lot unknown). No clinical consequences for the patient were reported. No sample is available for evaluation.